Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported that the pump was leaking. We immediately clamped the line and then powered the unit down. Patient advised to follow the instructions on the bag to clean the chemo up along with any instructions provided from her treatment center. Unsure if device will be returned. Medication being infused was unknown. No patient injury reported.